Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data showed reboots starting on (B)(6) 2015. The battery compartment was cracked. No moisture was observed in the battery compartment. The returned battery cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump failed a leak test at the display lens. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.